Manufacturer narrative:
(B)(4). Canada. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trialing, the articular surface fractured into two pieces. All pieces were found, and the patient did not retain any foreign bodies. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - provisional top.

Event description:
No further event information available at the time of this report.